Event description:
A facility reported a perforator (ID 261221) did not stop drilling when the bone was perforated and the burr got stuck in the skull of the patient. Medical staff was ale to pull the perforator out of the skull. No patient injury/consequences and the event led to 15 minutes surgical delay. The drill used with the perforator was an electric medtronic drill. The perforator clicked in place with the drill and the recommended spring tests were performed between each burr hole. The angle of approach was perpendicular as the IFU states and the perpendicular approach was maintained through the drilling process. There was a constant downward pressure.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
N/a.

Manufacturer narrative:
The perforator was returned for evaluation: DHR: the batch record was reviewed for any anomalies or ncs related to the finished device, and none were identified. Failure analysis: visual inspection with unaided eye: the tested unit was soiled, sleeve had a proud weld and disassembled. Functional test: spring: unit successfully passed the spring test and functioned as designed. Functional test: unit successfully drilled 5 holes and functioned as designed complaint could not be verified. Unit passed all functional tests. The presence of proud weld could be the cause of the complaint root cause: the root cause is undetermined and was unable to be confirmed in the complaint evaluation. Corrective and preventative action (CAPA): there is currently an open CAPA to investigate the disposable perforator product family (perforator disassembly trend from field complaints).

Event description:
N/a

Manufacturer narrative:
Failure analysis update: visual inspection with unaided eye: the tested unit was soiled, sleeve had a proud weld and disassembled. - functional test - spring: unit successfully passed the spring test and functioned as designed. - functional test: unit successfully drilled 5 holes and functioned as designed complaint could not be verified. Unit passed all functional tests.